Manufacturer narrative:
Additional information: it was reported that the physician used a 3.5mm x 8mm resolute onyx rx drug eluting stent it was a ¿difficult¿ pci procedure due to the degree of calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The distal shaft was kinked 8cm proximal to the distal tip. The distal tip was deformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. It was reported that the stent dislodgement occurred during delivery to/at lesion. The dislodged stent was removed. Patient status post-procedure is alive with no injury